Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received no delivery alarms on her insulin pump, and upon troubleshooting, it was discovered that the alarm was caused by an occlusion of the reservoir and/or infusion set. Insulin did not exit during a 5.0 unit fixed prime. The customer pushed insulin through with a plunger, it exited the tubing. During a manual prime, the insulin exited. Nothing further was reported.